Event description:
During a pulmonary vein isolation (pvi) procedure, st elevation was noticed in the patient. The physician had pre-treated the patient with nitroglycerin and proceeded to map the left side of the heart, before beginning ablation with the farawave¿ pfa catheter, along the cti line. After the second ablation, st elevation was noticed on the 12 lead signal, on both the carto¿ 3 and recording system. The patient was administered more nitroglycerin. The caller could not confirm the details regarding the amount or quantity of nitroglycerin that was administered. After administering the nitroglycerin, they waited about 15 minutes, and the st elevation had "settled to baseline," and there was no further evidence of st elevation in the patient. The caller reported that the physician believes the cause was due to the "farawave¿ pfa catheter on the cti line." The octaray¿ catheter was outside the body at the time the st elevation was noticed, but they had previously mapped with the octaray¿ catheter. The decanav® catheter and the soundstar® catheter were both inside the body at the time of the st elevation. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).